Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 25 mg/dl, lo (result less than 10 mg/dl), and 237 mg/dl . No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.